Manufacturer narrative:
Ps314158 method: the complaint rt330 circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photo provided by the customer. Result: visual inspection of the provided photo revealed that the heater wire is outside of the rt330 circuit and it is stretched. Conclusion: the stretched heater wire indicates that the inspiratory elbow and heater wire were pulled out of the tubing with excessive force. All breathing circuits are visually inspected and pressure tested during production, and those that fail are rejected. The subject rt330 circuit would have met the required specification at the time of production. Moreover, the hospital reported that the disconnection occured during use, which suggests that the subject rt330 circuit became disconnected after it was released for distribution. Our user instructions that accompany the rt330 optiflow junior tubing kit state the following: - do not stretch or milk the tubing - do not soak, wash, sterilise or re-use this product - avoid contact with chemicals, cleaning agents or hand sanitizers

Event description:
A healthcare facility in oregon reported that an rt330 infant optiflow circuit was damaged during use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint rt330 circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rt330 infant optiflow circuit was damaged during use. There was no reported patient consequences.